Event description:
It was reported that the patient cooling, but they paused therapy to take patient for procedure in an arctic sun device. Now device was alerting low flow and air leak. Walked through stop therapy, disconnect, and reconnect holding nowhere near clear connectors. Fluid delivery line (fdl) secure. Restarted therapy. Device primed to no flow. Nurse noted that significant bubbles in a multiple connector. Outlet monitor temperature (t1) was 58.6f, outlet control temperature (t2) was 58.6f, inlet temperature (t3) was 71.4f, chiller temperature (t4) was 44.1f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage mixing pump command (mpc) was 60 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 4660.6, pump hours was 4433.3. Nurse was going to swap out pads. Per follow up call to facility on 17may2023, spoke with nurse who confirmed pads swapped and disposed of. And believed that they were size large pads, as that was what size the new pads on the patient were. Therapy currently continued with no further issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient cooling, but they paused therapy to take patient for procedure in an arctic sun device. Now device was alerting low flow and air leak. Walked through stop therapy, disconnect, and reconnect holding nowhere near clear connectors. Fluid delivery line (fdl) secure. Restarted therapy. Device primed to no flow. Nurse noted that significant bubbles in a multiple connector. Outlet monitor temperature (t1) was 58.6f, outlet control temperature (t2) was 58.6f, inlet temperature (t3) was 71.4f, chiller temperature (t4) was 44.1f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage mixing pump command (mpc) was 60 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 4660.6, pump hours was 4433.3. Nurse was going to swap out pads. Per follow up information received via email on 17may2023, follow up was included with the complaint. Spoke with charge nurse who confirmed pads swapped and disposed of. And believed that they were size large pads, as that was what size the new pads on the patient are. Therapy currently continued with no further issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low or failed". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.